Manufacturer narrative:
Product analysis #705390316: equipment used: vis (m-81805), 203cm ruler (m-83360). Drawing(s) referenced: none. As found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened pipeline flex inner pouch (b303767). The pipeline flex braid was returned within the phenom 27 catheter. Damage location details: the pipeline flex braid was found stuck within the phenom 27 catheter hub. No damages were found with the phenom 27 catheter hub. The phenom 27 catheter body was found damaged at ~7.5cm from proximal end of the catheter hub. The phenom 27 catheter body was found separated at ~8.2cm from the proximal end of the catheter hub. The distal segment of the phenom 27 catheter was not returned. Both ends of the pipeline flex braid were found damaged (frayed). Both ends of the pipeline flex braid do not appear to be fully open. Testing/analysis: the phenom 27 catheter was dissected (cut) to remove the pipeline flex braid. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. Advancing the pipeline flex embolization device against resistance can cause damaged to the braid (frayed). Possible causes of ¿resistance/stuck during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. The phenom 27 catheter is compatible for use with the pipeline flex embolization device, the phenom 27 catheter was flushed continuously with heparinized saline, and the patient¿s vessel tortuosity was moderate, ruling out use of an incompatible catheter, patient vessel tortuosity, and user does not maintain continuous flush as potential causes. It was reported the resistance was encountered at the distal section of the phenom 27 catheter. However, the catheter was returned separated, and the catheter distal section was not returned. Therefore, catheter damage could not be ruled out as a potential cause. Regarding the customer¿s ¿failure/incomplete open distal¿ report the issue was confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was moderate, and the braid was not positioned in a bend when it failed to open, ruling out patient vessel tortuosity and user deploys braid in vessel bend as potential causes. In this event, it is likely the damage to the pipeline flex braid (fraying) contributed to the failure to open issue. (Rosaj10 2023-03-07) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open in the distal section and had resistance in the phenom27 catheter in the middle and distal section. The catheter was flushed continuously with heparinized saline. The pipeline was not stuck. The catheter and pushwire were not damaged. The pipeline was not positioned in a bend when it failed to open. Less than 50% had been deployed when it failed to open. It was resheathed less than or equal to two times. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The patient was being treated for an unruptured amorphous aneurysm. The max diameter was 4mm and the neck diameter was 5mm. The distal landing zone was 3mm and the proximal landing zone was 4.6mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was 5. No patient symptoms or complications were reported.  Ancillary devices: cook sheath, navien guide catheter, sy14 guidewire. New information was received. The model/lot # of phenom catheter was phenom27's model number fg15150-0615-1s. Resistance occurred in the distal section of the catheter.